Event description:
It was reported that the patient had had their device for 1 year and for the last 7 months they had been experiencing ventricular tachycardia. The patient wanted to know if it was possible that the device was interfering with the electrical current in their heart.

Manufacturer narrative:
Product ID 3889-28, lot# v979273, implanted: 2013 (B)(6); product type lead. (B)(4).